Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported a leak; subsequently, bleed back was noted. The tubing set was being used to deliver total parental nutrition and lipids. The t-connector on the distal end of the tubing set was connected directly to the patient's umbilical arterial catheter. The clave port on the proximal end of the tubing set was connected to a male adapter of an unspecified tubing set. After an unspecified length of time in use, the nurse noted leakage of solution at the connection site of the clave port and the male adapter. It was reported "some blood back up but not enough to leak out." The customer contact indicated the nurse then disconnected the male adapter of the unspecified tubing set from the clave port to flush the tubing set. At this time, it was noted the silicone sleeve of the clave port was noted to be pushed off to the side, leaving the clave port in the open position. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.